Event description:
Patient's representative reports that the patient "suffered a sudden increase in the volume of the right breast. The results of pathology diagnosed large cell lymphoma cd30 positive associated to breast implant." Patient underwent unspecified "long process of surgeries and treatments." Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2201. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suffered a sudden increase in the volume and diagnosed "large cell lymphoma cd30 positive associated to breast implant".

Event description:
Histopathological markers, cd30 positive and alk negative, were reported and confirmed. Treatment: device explant, radiation therapy, capsulectomy.